Manufacturer narrative:
(B)(4). In response to FDA report number: mw5109374. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported via regulatory agency "I have silicone breast implants. Capsular contracture. Diagnosed with lcis and atypical hyperplasia. Brain fog, chest pain, extreme fatigue, anxiety, back pain. Had multiple sets this is the most recent. Had...in my breast. Surgery...to drain. Also had...in breast twice, once...hospitalized then...surgery. Also numerous core needle biopsies". This record is for the right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Patient later also reported a rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient additionally reported, capsular contracture, baker grade IV. Patient also reported, rupture is for the contralateral side.